Manufacturer narrative:
Final analysis found that the solder joint was cracked which could have contributed to the premature battery depletion.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri).